Event description:
In 2006, a pt underwent surgery for possible revision/removal of hardware due to infection. During the surgery, the hardware could not be removed due to a malfunction of the universal driver. The surgeon proceeded to clean the wound with an antibiotic solution and then implanted a wound vac. The surgeon stated, that the hardware that had been implanted was not the source of infection.

Manufacturer narrative:
The pt underwent the initial surgery on two separate dates due to a cardiac arrythmia that occurred during the initial surgery in 2006. During that surgery, only half of the instrumentation was implanted because, the anesthesiologist requested that the case be aborted. The following month, the surgery was completed. During a post operative evaluation, it was determined that the pt had evidence of wound infection with staph and possible loosening of the pedicle screw at the s1 level, which was determined by x-ray and MRI. During the wound exploration, the surgeon could not use the universal driver to remove the hardware and the instrumentation remained intact.